Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device therapy had been a ¿major failure¿ and the patient wanted to have it taken out. They stated that for ¿about 2 years now it has been a nightmare¿ and made things worse. The patient reported that they were dribbling before the implant and now they were using a large pad. They had continual incontinence and the implant caused their rectum to ¿retract¿. It was also reported they used to have perfect stools everyday but now (only once or twice) their stool was hard and hard to push out. The patient had gone to their doctor about 5 weeks ago to get the implant taken out but they still had not been removed (but was still working with them to have it taken out). The patient asked how to turn the device off and was able to do so. There were no further complications reported or anticipated.